Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that (20) lvp modules experienced membrane frame separation. The customer confirmed that there was no report of patient involvement.

Manufacturer narrative:
Correction: based on new information provided, the file is now deemed as not reportable. Cancel MDR.

Event description:
It was reported that (20) lvp modules experienced keypad separation. The customer confirmed that there was no report of patient involvement.